Event description:
Using the endo stitch the vaginal cuff was closed from end point to mid point bilaterally and tied centrally. The first endo stitch while passing through a pedicle the one side of the tip of the needle broke off and lodged in the pedicle and the stitch came out without the tip of the needle. The needle was retrieved.